Event description:
A (B)(6) female patient contact zoll customer support to report that the charger was making an 'eeking' sound and the display was black. The patient reported that this occurred after seating the power cord. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem ("eeaking sound"/ brand display) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective and did not have a consistent output voltage. The cause of the inability to power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replace battery